Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: other tissue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), depression ("neurological conditions or problems type: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdomen pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one) gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, depression, dysmenorrhoea, pelvic pain, back pain, abdominal pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: age discrepancy noted as patients date of birth was reported: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: new pfs received. Case becomes incident. Event injury nos replaced with new events: migration of essure device location of device: other tissue, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, depression, dysmenorrhea (cramping), pelvic pain, back pain, abdominal pain, weight gain, hair loss. Reporter was added. Weight loss event deleted incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.